Event description:
A customer reported to baxter healthcare regarding the vialmate reconstitution device in which a leak was detected. Drug vial and IV bag are unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Two samples were returned to the plant for evaluation. The reported condition of "leak" was not confirmed. During the visual inspection it was discovered that the vialmates were not properly connected to the vial. The vialmates were correctly attached to the vial and functioned accordingly during testing. A label review was performed and was determined that the root cause may be attributed to the vialmate being attached incorrectly to the vial . No labeling updates are necessary at this time. A batch review could not be performed as the lot number is unknown.